Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose of 41 mg/dl. Customer¿s current blood glucose value was 245 mg/dl. The customer treated with the food. Troubleshooting was done for low blood glucose and over delivery. The customer also states had received sensor updating alarm. The insulin pump and reservoir will not be returned for analysis.